Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported lines through display and it's flickering. There was no reported of pt involvement.